Manufacturer narrative:
The sw development team looked at the 3 meters that were received from the field and found the records that were missing the patient ids in the meter's database. The cause was not apparent. Most records in the database were with patient ID along with some missing ones. Using the same meter configuration received from the site, in-house testing was performed. After going over 200+ results on 3 different meters the reported problem was not seen/reproduced. Root cause could not be conclusively determined. Incidentally, firmware 0.0.13.50 was installed at the customer site. There have been no further incidents of missing patient ID's from the meter database. A DHR review was performed. No abnormalities or concerns were observed. The DHR indicated the released product met all specifications. No further action is recommended at this time. Nova biomedical will continue to monitor for this or similar events.

Event description:
Meter ran properly during patient test, but when meter connected to nn and onto qml (middleware) the patient ID number was dropped from the meter some how. This causes an exception in middleware forcing the poc to modify and adjust the patient ID properly before going to patients chart.